Event description:
It was reported that patient faced insulin flow block event on (B)(6) 2026 due to bent cannula issue which led to high blood glucose level and treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.